Event description:
It was reported that guidewire tip detachment and unretrievable device fragment occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in the non-tortuous and severely calcified vessel. A 014/300/sst platinum plus guidewire was crossed the heavily calcified lesion and ballooned it. Upon removal of the device, the guidewire stretched and eventually the distal end of the guidewire broke off in the patient. Snaring was attempted but failed. Thus, the physician decided to leave it behind. No further patient complications were reported.